Event description:
On 28th march 2025, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that the iol was difficult to inject and that on injection, the haptic was broken and there was also damage to the outer edge of the optic. The iol was explanted and exchanged during the original surgery session.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the iol was difficult to inject and that on injection into the eye the lens had a broken haptic and the optic outer edge was damaged. The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The information received identifies that the lens was difficult to inject. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The resistance experienced is indicative of a trapped lens and per the IFU, injection should have been discontinued. Continued injection of the lens in this case is a likely causative factor of the haptic and optic edge damage reported.